Event description:
It was reported that the device keeps running during testing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection. It was determined that the e-box required replacement as it caused the motor not to function correctly. The e box was found to be non-stryker. The affected component was replaced. The device passed all final inspection activities and will be returned to the customer.